Manufacturer narrative:
(B)(4). Estimated date of occurrence. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after pre-dilatation with the 10 mm armada 35 balloon, it will not reinsert into a 6fr sheath. There was some friction felt during retraction of the balloon from the anatomy. A new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.